Manufacturer narrative:
Continuation of d10: product ID a820. Serial# unknown: product type software; product ID hh9020tdd, serial# (B)(6). Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal morphine (unknown) via an implantable pump for non-malignant pain. It was reported that the handset was lagging at 90% since a couple of weeks ago. Patient spoke to the healthcare provider (hcp) about a week or two ago at their last refill and hcp advised them to call medtronic. Patient described seeing a couple of messages saying no pump or device found and added this morning they tried getting a bolus and it took 5 tries and stayed at 90% for almost 5 minutes before it finally connected. Agent reviewed and guided patient through clearing the data. Patient was then able to connect to the pump without any lag. Patient would call back if further assistance was needed. Patient mentioned boluses per day was about 4.